Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: after used for laparoscopic nephrectomy, a piece of some kind of device was found on cloth covered patient. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. The customer wondered where the piece came from. No patient injury was reported.

Manufacturer narrative:
Caller did not know which system produced the discrepant result of 227 mg/dl. Reference medwatch report with (B)(4) for the first suspect device reported.

Event description:
Caller states patient tested 227 mg/dl on the advantage system and 92 mg/dl on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.